Manufacturer narrative:
Investigation findings: no lot code: with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaint trending and analysis is performed monthly per pr-00023, where a cross-functional team meets to review complaint trends, medical device reports (us and canada), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated 3 of the u by kotex sleek tampons she used unraveled during removal. For at least one of these occurrences pieces were remained inside. She stated she was able to remove all pieces. Sometime after inserting one of the tampon she became nauseous and passed out. Her husband caught her, and told her she was unconscious for about 5 seconds. She vomited when waking and felt confused for a short time. After vomiting she stated she felt better. Consumer thought she might be pregnant and that is why she passed out. We recommended she seek medical attention. She stated she has an appointment. Consumer denied having fever, dizziness, unusual vaginal odor, vaginal bleeding, or unusual abdominal or pelvic pain. She reported large amount of clear watery vaginal discharge and light menstrual flow on day of call. At the time of the call, she also reported feeling normal. There have been 3 attempted contacts to reach the consumer, but we have been unsuccessful. It is unknown if the consumer went to the doctor. There is no additional information at this time.